Event description:
Reportedly, as the technologist was moving the monitor ceiling suspension, the cable hanger for the monitor cables became detached and the hanger fell striking the technologist on the arm. The technologist sustained a cut to his arm and reported numbness in his fingers. He was taken to the hospital ER for medical treatment.